Event description:
The customer contacted heartsine to report that their device failed to power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt, the device was found unable to switch on. This fault was attributed to the battery-terminal locator pin being severely bent, which had impeded the insertion of the pad-pak within the device and resulted in the device not powering on. The investigation could not determine how or when the damage to the locator pin occurred. The damage may have been caused during the incorrect installation of the pad-pak. Heartsine scrapped the device, and the customer received a replacement device.